Event description:
According to the reporter, a (B)(6) woman presented with a recurrent midline abdominal incisional hernia. She presented with a large midline incisional hernia (12 x 10 cm) which, because of an intraoperative enterotomy during adhesiolysis, was repaired using a 15 x 10-cm biological graft (porcine acellular dermal collagen implant) to reconstruct the abdominal wall. Postoperatively, the patient developed a (B)(6) wound infection that was managed with local dressings. At 6 weeks, the wound was healed completely and there was no evidence of herniation in the abdominal wall. Six months later, she presented with recurrence of swelling at the site of the previous incisional hernia. Physical examination revealed a 12 x 8-cm nontender swelling at the site of the previous incisional hernia repair. A computed tomographic scan confirmed the presence of an incisional hernia containing small bowel. A second repair was undertaken. The previous skin wound was excised and extensive skin flaps were elevated. The hernial sac comprised stretched porcine acellular dermal collagen implant that was intact and still attached to the margins of the abdominal wall defect. The sac (i.e., bulging porcine acellular dermal collagen implant) was opened and doublebreasted to close and narrow the defect and a 30 x 30-cm polypropylene mesh was placed in an onlay fashion onto the anterior abdominal wall deep to the skin flaps. The patient had an uneventful recovery, and at 6-month follow-up the wound was well healed and there was no recurrence of the hernia. Additional information has been requested but not yet received. Should further information be obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).